Manufacturer narrative:
Patient's weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable. (B)(4).

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), a right atrial (ra) and a left ventricular (lv) lead due to a redundant lead. It was noted that the implant duration of the ra and rv leads was 280 months. Spectranetics lead extraction tools were used in this procedure; however when the physician was using a spectranetics 13f tightrail sub-c rotating dilator sheath within the subclavian region, and when the ra and rv leads were freed simultaneously from a point within the subclavian as well, the patient's blood pressure dropped. It was also reported at this time that the lv lead also became caught in the subclavian area, but was successfully removed with traction. Reportedly, the patient's blood pressure drop was not accompanied by an apparent injury for approximately 45 minutes, and the patient was responding to other treatment. However, evidence of an injury was seen on fluoroscopy approximately 45 minutes after the initial blood pressure drop. Rescue efforts began, including bypass and sternotomy. A left subclavian tear was discovered and was successfully repaired. It is unknown whether the tear occurred with use of the tightrail sub-c device, or from the leads as they came free together and were pulled out through the subclavian. This report is being submitted to capture the tightrail sub-c device which was in use within the patient in the area of injury when the patient's blood pressure dropped. There is no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755, 4619, and 4621.